Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic hysterectomy, the device broke and the diaphragm in the housing fell into the patient. The body cavity was examined and all pieces were thought to be retrieved. The incident occurred almost at the time of closure and another device was not needed. There were no patient consequences.